Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated their implanted neurostimulator never really helped with their lumbar spine, which was was the implant was put in for. Patient said the manufacturer representative (rep) tried to reprogram settings, but stim just didn't work for them and they would only get stim in their legs. Patient then said they just got tired of repeatedly charging the implant up so they just let the implant go and since the device wasn't of use for them anymore, they thought they would just get the implant removed. Patient said implant was removed (B)(6) of this year, but the doctor left the lead in. Patient now needed an MRI of their lumbar spine as they were having back problems, but the facility said they couldn't due to the lead still implanted. Agent reviewed MRI guidelines. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11: upon further review, event date was corrected to 2018-jun-22. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-18 (B)(4): upon further review, event date should be 2018-06-22 instead of 2023-06-22. This was corrected by the agent.